Event description:
It was reported that a coronary sinus dissection was observed after inserting the outer positioning catheter during an implant procedure. The event was discovered after injecting contrast while performing and echocardiogram. No additional intervention was required to resolve the event. The patient was in stable condition and did not experience any adverse consequences.